Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the patient stated their ins was at 60% and on, but then it turned itself off. They added that when the patient went to re-activate the implant, the ins showed 0%. The rep confirmed that this was related to the initial reported issue. They stated that they looked at the patient¿s impedances on (B)(6), and they were fine. The rep noted that they had not looked beyond the 0 reference electrode values. Technical services reviewed the importance of changing reference. No further complications were reported or anticipated.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported patient was in a car accident 1-2 months ago and at that time the seat belt connector dug hard into the patient's back where the ins sits. Since the accident, patient has noticed shocking sensation that occurs 1-2 times a week in which stimulation increases to the point where it is uncomfortable and feels like a zapping sensation and a seizure. Caller asked patient if they've verified any changes in intensity on the controller when sensation occurs but patient had not done that. Caller stated that when sensation occurs, patient will turn stimulation off and sensation will resolve. Caller stated patient also noticed that sometimes when they check the controller, the intensity will transition to 0.0 ma. Caller stated adaptive stim is enabled and they checked ins orientation today which was correct. Caller also checked impedances which were all normal, but caller confirmed they only looked at reference electrode 0 screen. Caller was no longer with patient to perform troubleshooting. It was suggested that patient keep diary of issue along with what the controller shows (intensity/position) when the sensation occurs, leaving ins off for a period of time to see if the sensation still occurs, imaging, attempting to recreate issues, and checking impedances while reviewing other reference electrodes when looking at the impedance results. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a car accident and has been experiencing issues with her implant and adverse events they feel are related to her implant. The patient is experiencing pain at the ins site and the stimulation keeps "randomly turning off or turning up" even though the adaptive stim is turned off. In addition, it feels like the ins is overheating when they recharge, and they think the area might be infected. The ins is shocking them and causing pain. The patient is constantly nauseous and can¿t keep food down. The patient has adjusted stimulation settings as much as they think they can but if they turn stimulation off the pain returns. The patient has had an x-ray but thinks they need an MRI. The patient is working with their healthcare provider (hcp) but is not a priority because of covid-19. No further complications were reported or anticipated.

Event description:
Additional information received from a consumer via a manufacturer representative (rep). It was reported that the battery was taking a lot longer to charge, the battery heated while charging, and the patient randomly gets buzzing/shocking like waves to the battery site. The issue began after a car accident. The device was reprogrammed. All impedances were good. The battery site and recharging were checked. The battery was replaced and the removed battery was expected to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Weight information was provided. It was reported that the ins was hit in the car accident. The patient¿s movements would be small and patient's stimulation would turn on and off, and unit also shocked the patient randomly. Steps taken to resolve the issues resulting from the accident was reprogramming on (B)(6) and requested a battery replacement. No further complications were reported.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.